Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged. This rv lead was capped and was replaced with a new lead. The lead was out of service. No adverse patient effects were reported.